Event description:
Pt was off vent for CPAP trial. Vent was working properly prior to pt off the vent for CPAP trial. When they powered vent on to place pt back on vent, vent powers up correctly but no air flow from vent outlet port. Pt was not placed back on vent due to no air flow. Rn states unit did not alarm and noticed no visual alarm either. Pt was placed on backup vent (t-bird legacy). Event occurred in pts home. No pt harm.